Event description:
It was reported that the customer's blood glucose level was displayed as "high," though a specific value was unknown. Reportedly, due to the elevated blood glucose, the customer vomited. The customer took corrective action by administering a correction bolus via the pump, and technical support provided guidance on inspecting and managing their equipment. Additionally, the customer was advised to replace supplies as necessary and resume insulin.